Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, approximately one week post implant, that both the right atrial (ra) lead and right ventricular (rv) lead were incorrectly placed in their respective headers. The implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.